Manufacturer narrative:
Concomitant products: product ID: 8870, serial# unknown, product type: software. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient programmer displayed a ¿call your doctor icon¿ and a 574 error code. It was also reported the reporter was unable to adjust the stimulation. It was noted the patient¿s ¿programming was probably deleted¿ and they would be reprogrammed. It was stated the manufacturer representative received a ¿non-compatible error message¿ when using the physician programmer ¿with the aak card.¿ additional information reported ¿all settings were cleared¿ and the manufacturer representative ¿had to reprogram everything.¿ it was noted this occurred ¿because a surescan 8840 card was previously used.¿ a supplemental report will be sent if additional information is received.